Event description:
The patient reported that in early january (specific date not provided), the v-go 40 needle retracted while the device was in use. It was reported that there was no prompt to release the needle by the user. The device is not available for return to the manufacturer for evaluation.